Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verifications test (pvt); the device operated within the manufacturing specifications.

Event description:
The customer reported that the 840 ventilator had a blank display. The ventilator was not in user on a pt at the time the malfunction occurred.